Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) entered in the pump by the user between (B)(6) 2018 was 71 mg/dl and continuous glucose monitor was not in use during that date range. The user delivered several override boluses by directly entering units to be delivered without entering current bg or carbohydrate values. The user also made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 37 mg/dl at its lowest); cause was not known. Snacks were consumed to address bg. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.